Event description:
It was reported that a patient underwent ligamentoplasty of the anterior cruciate fascia lata on an unknown date and barbed suture was used. 5 to 6 weeks after the procedure the patient experienced local skin reaction with scar disunity at different sites of the scars and expulsion of thread fragments. The suture would be at the origin of this reaction evoking an intolerance. The patient got a reoperation. This caused pain and unsightly scars. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(6)2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the diagnosis and indication for the initial procedure? Gonarthrosis. Total knee prosthesis what was the initial approach for the initial procedure (open, laparoscopic or other)? Opened what tissue was the suture used on? Subcutaneous what was the state of the tissues (normal, thin, calcified, fragile, diseased)? Normal was the fixation tab pressed against the tissue at the start of suture use? No tab with this yarn were two reverse stitches performed on the incision prior to closure? Yes do we know how the wound broke up? Intolerance - allergy did the stitches not engage the tissue? No did the suture break? If yes, where was the break noted (termination, middle, end)? No were there any precipitating stressors that led to suture failure or tissue tearing? No could you provide us with more information on the surgery required for wound dehiscence, including date and results. ? Did the operating surgeon observe a defect or anomaly in the sutures before, during, after placing the sutures or during a re-operation? No what is the physician's opinion of the etiology or contributing factors to this event? Allergy - intolerance to yarn what is the patient's current condition? I'm fine but disgraceful scar additional information was requested, and the following was obtained: for the patient, a 2/0 stratafix thread and a 3/0 stratafix thread were used. For other questions, I cannot answer you. The following information was requested but unavailable: what tissue dehisced? Is it known how the wound dehisced? Did the sutures barbs not engage in the tissue? Did the suture pull out of the tissue? Did the suture break? If so, where was the break noted (termination, middle, end)? Please describe the appearance of the suture during the second procedure. Other relevant patient history/concomitant medications? Product code and lot number? If applicable, will product be returned? If so, please provide the return date and tracking information. Related events reported via 2210968-2023-00785 and 2210968-2023-02517.